Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual inspections were performed on the returned device. The separation and kink were confirmed. The difficult to position and prolapse could not be replicated in a testing environment due to the condition of the returned device. The foreign body in the patient appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a radial artery. A non-abbott .025 guide wire was advanced to the lesion and then a balance middleweight (bmw) guide wire was positioned in the humeral artery without difficulty. A 6f sheath was placed; however, it was not possible to introduce a guiding catheter. Angiography confirmed the bmw guide wire had a loop in it. The introducer sheath was removed and the guide wire was being removed when it kinked and separated. The proximal end of the guide wire was removed but the distal portion remained in the artery. An attempt was made to snare the separated portion when only the radiopaque tip was removed. There was still part of the guide wire left in the artery. 72 hours later, the piece of guide wire was noted to be in the sub cutaneous. A cut down was performed and a 5 cm piece of the guide wire was removed but the guide wire kinked again and separated leaving a piece of the guide wire in the patient. The procedure was stopped. The patient is in good condition. The remainder of the guide wire is in the radial and cubital artery with the looped area in the humeral artery. Another procedure will possibly be performed in 6 weeks to extract the remainder of the guide wire. There was a clinically significant delay in the procedure. No additional information was provided.